Manufacturer narrative:
The accounts maintenance isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed.

Event description:
The complainant stated that the head section is drifting down overnight.